Event description:
The physician successfully implanted a 9 mm x 60 mm complete self expanding (se) peripheral stent to treat a stenotic and concentric lesion in the iliac following lesion pre-dilation. It was reported that during post-dilation the stent became ''over extended and broke.'' The physician implanted two additional stents inside the complete se. The device had been inspected and prepared prior to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: procedural images provided for review show the tight stenotic lesion in the left iliac. Initial inflation of the pre-dilatation balloon showed partial resistance to opening at the same point in the vessel where the stent is reported to have broken. Complete balloon expansion was achieved with further inflation of the balloon. Angiographic images of the vessel after pre-dilatation showed that the target lesion still exhibited a high degree of stenosis. The images show the delivery of the complete se catheter with the undeployed stent. No images were provided showing the stent expansion. The post dilatation of the complete se stent was not provided in the images; however subsequent post dilatation images show greater separation between the previously adjacent non-welded stent segments. There is no evidence of stent weld or material breakage in the images provided. Further images show the successful restoration of patency at the site of the original target lesion in the vessel.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (it appears that during post dilatation, the balloon pushed the previously adjacent stent segments out of alignment in conformance with the tight stenotic lesion morphology). Device failure/lack of effectiveness related to patient condition (it appears that during post dilatation, the balloon pushed the previously adjacent stent segments out of alignment in conformance with the tight stenotic lesion morphology). (B)(4).